Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, no serial digital interference was noted due to a faulty distribution panel (dp) board. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac) indicating, while the olympus representative was attempting to set up the olympus asset (demo) visera elite ii video system center, video was not available. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty distribution panel board could not be determined. The distribution panel board processes video signals and has functions related to video input and output. Due to its malfunction, video signals from the serial digital interface were not output. Olympus will continue to monitor field performance for this device.